Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was ex domo (prof r implantation in another hospital). Prosthesis pseudo- arthritic, broken stem below proximal part. Regarding a low grade infect as differential diagnosis, stem and cup explanted in (B)(6) hospital. (B)(6) case number: (B)(4).